Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A lot number has been provided. A device history lot number review is pending. Additional reporter: (B)(6).

Event description:
The event involved a microclave¿ connector where it was reported during infusion a leak was found at the connection of the infusion connector. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.